Event description:
Philips received a complaint on the v60 ventilator indicating that after doing battery test, the battery won't hold charge. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The unit was removed from service, and the customer requested a quote for repair.

Manufacturer narrative:
The philips authorized service provider replaced the battery to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.